Manufacturer narrative:
Date is estimated; year is valid. D6b. Date is estimated; year is valid. Concomitant medical products: product ID: 3889-28, lot#: v367301, implanted: (B)(6) 2009, explanted: (B)(6) 2012, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 21-nov-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that their previous system had to be explanted because they had an allergic reaction to the implant metals, and the metals "really ate their skin up." They stated that it worked and helped with their incontinence, but their backside was always red and swollen and was "allergic on the inside." Additional information was received from a healthcare professional (hcp). The hcp reported that the devices were implanted in 2009 and removed in 2012.